Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri in july; the eri beeper was left on, but the beeping stopped some time ago. During the subsequent replacement procedure, the device coulc not be interrogated nor could magnet tones be obtained. The physician believes the device has reached eol.